Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was unable to disconnect a transfer set from the patient line of an amia set. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This report is a duplicate of the manufacturing report number 1416980-2021-04045. All information can be found under manufacturer report number 1416980-2021-04045. Should additional relevant information become available, a supplemental report will be submitted.